Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that buttons were not responding while attempting to enter blood glucose. Customer then received a button error alarm and was not sure how it occurred. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.